Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01072 .

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery using an indigo system cat3 aspiration catheter (cat3), an indigo system separator 3 (sep3), and a guidewire. During the procedure, the physician advanced a cat3 to the target vessel and initiated aspiration. While aspirating, the physician noticed the cat3 was getting clogged up with thrombus. Therefore, the physician decided to use a sep3 to assist the cat3. However, while advancing the sep3 through the cat3, the physician noticed under fluoroscopy that the sep3 exited the side wall of the cat3 instead of the distal end; therefore, the cat3 and sep3 were removed. Upon removal of the cat3, the physician noticed that the lumen of the cat3 was punctured approximately a few inches proximal from the distal end. It was noted that the sep3 was removed intact. The procedure was completed with a lysis catheter. There was no report of an adverse effect to the patient.